Manufacturer narrative:
H10: the device was not received for evaluation, however a picture was provided. The visual inspection of the provided picture observed a scratch and a disassembled access pod. The reported condition was verified. The cause of the event was due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external blood leak was observed from the access-pressure pod. There was no patient injury or medical intervention associated with this event. No additional information is available.